Event description:
It was reported that pump screen was dark and would not turn on, and even after turning on again the button remained extremely difficult to press and often required multiple presses. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case and repeatedly press button until display turned on, and technical support arranged replacement pump under warranty while customer continued to use current pump, instructed customer to place problematic pump in storage mode, reenter pump settings and reconnect cgm on replacement pump, and return problematic pump using prepaid shipping label within 10 days.